Event description:
The customer reported to olympus, during routine screening colonoscopies, when irrigating a the cecum, the tissue started to bleed. The bleeding stopped on its own. The pump setting was on 7-8 and was turned to 1 but there was still 'a bit of bleeding' less irrigation was used too after this event. There was approximately a 'couple of minutes' of a delay in procedure while the patient was under monitored anesthesia care. This issue occurred on the same day with a total of 4 patients. The customer reported, by the fourth patient, the procedure was started with the pump settings at 1-2 and it 'wasn't as bad.' Two days later, four more colonoscopies were performed with a different surgeon, keeping the settings down low and there were no issues. Additional procedures were performed the following week with the first surgeon and there were also no issues. The facility stated they are adjusting the pressure prior to the start at each exam with each scope. The customer confirmed, turning down the flow rate helped decrease the incidence of bleeding. This event includes 4 reports: (B)(6): (B)(6), male, (B)(6) lbs (B)(6): (B)(6), female, (B)(6) lbs (B)(6): (B)(6), female, (B)(6) lbs, (B)(6): (B)(6) male, 211 lbs. This is report 4 of 4 for (B)(6): (B)(6) male, (B)(6)lbs.